Event description:
It was reported by service report that the power cord outer sheathing was ripped with no damage to the inner wires. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - power cord outer sheathing was ripped.